Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 19971121, UDI: (B)(4).

Event description:
It was reported that the patient was having high impedances on the spinal cord stimulation (scs) lead due to fracture. Lead fracture was not confirmed through imaging. It was also noted that the lead had migrated as confirmed via fluoroscopy. Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively. All explanted device components were discarded and will not be returned per facility policy.

Event description:
It was reported that the patient was having high impedances on the spinal cord stimulation (scs) lead due to fracture. Lead fracture was not confirmed through imaging. It was also noted that the lead had migrated as confirmed via fluoroscopy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 19971121.